Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 494 mg/dl. The customer took a manual injection to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer had received an empty cartridge alarm that morning as the customer had run out of insulin. The customer confirmed that the cartridge was depleting normally and the low insulin alerts were received prior to the empty cartridge alarm. However, the customer did not change to a new cartridge until 3.5 hours later because they were sleeping. The customer changed to a new cartridge with insulin from a new vial, and changed the infusion set site.